Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clinical territory manager reported via phone call that they were hospitalized due to unknown reason with blood glucose was unknown. Customer also reported that the insulin pump had received a stuck button alarm as well as hardware low level failure alarm during self test. Customer¿s blood glucose level was unknown. Customer was in the intensive care unit. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and the test did not pass. Customer stated that the second insulin pump error occurred during self test. Troubleshooting was performed insulin pump error alarm. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.